Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant products: c154dwk implantable cardioverter-defibrillator (B)(6) 2008; 5076 implantable pacing lead (B)(6) 2004. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was causing the patient to experience stimulation. Reprogramming was performed and the lead remains in use. No further patient complications have been reported as a result of this event.